Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt said that the pump could not load the cartridge, she stated that the pump was skipping one of the "normal" pages during the ezprime process. The pt says she is confused and can't determine what part of the process is incorrect. She reported that she was hospitalized for what she called a "mini-stroke" related to elevated blood glucose. She says she does not implicate the pump in relation to the hospitalization but has been using injections of insulin since going to the hospital. She said she is very tired and still "having some difficulty" from the stroke.